Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs2655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "when performing passage of the PICC catheter in the patient, I withdraw the catheter and observe that the guidewire is broken. Catheter stylet 5 fr duplolumen was broken before the implementation of the catheter, noticed the alteration of the broken stylet before cutting the catheter. The consultant accompanied the procedure and visualized that the client did not carry out an inappropriate procedure. It was verified that the stylet was broken before cutting or not patient passage." 04/14/2022: add info received. Was there exposure of blood or medication to the mucous membranes or skin? Patient damage? (Detail). No, the problem was verified before introducing the catheter and stylet with alteration, the kit was already being used (puncture needle, guide wire, dilator, scalpel). A new kit was requested for passage to the patient. What medication was being administered? None, as we were passing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 3cg tls stylet. The stylet extended past the tip of the catheter shaft. Both photographs depicted the plastic-coated region of the stylet. A complete break was visible within the plastic-coated region. Multiple kinks were visible in the vicinity of the break. Stylet damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet manipulation and insertion past the catheter tip during device insertion.

Event description:
It was reported, "when performing passage of the PICC catheter in the patient, I withdraw the catheter and observe that the guidewire is broken. Catheter stylet 5 fr duplolumen was broken before the implementation of the catheter, noticed the alteration of the broken stylet before cutting the catheter. The consultant accompanied the procedure and visualized that the client did not carry out an inappropriate procedure. It was verified that the stylet was broken before cutting or not patient passage." 04/14/2022: add info received. Was there exposure of blood or medication to the mucous membranes or skin? Patient damage? (Detail) no, the problem was verified before introducing the catheter and stylet with alteration, the kit was already being used (puncture needle, guide wire, dilator, scalpel). A new kit was requested for passage to the patient. What medication was being administered? None, as we were passing the catheter.